Event description:
It was reported that packaging was compromised. While outside the patient, an opticross 6 hd device was selected for treatment, but during preparation, it was noticed that the packaging had previously been opened. It was noted that it was considered to be contaminated. The procedure was completed with another of the same device. No patient complications resulted in relation to this event.